Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that their evaluation determined that the oxygen sensor was cracked along the threads. Tse recommended replacement of the oxygen sensor. The customer reported to have replaced the oxygen sensor, performed all calibrations and the device passed extended self testing. Covidien reference: (B)(4).

Event description:
Covidien received information stating that prior to patient use a huge leak was heard on an 840 ventilator. The serial number for the device was not provided.